Event description:
The dr was unable to insert the iab into the sheath. The iab and sheath were not returned to datascope. They were discarded by the facility. (Event complications: unknown - reported 6/18/1998.) (Pt's current status: unk - reported 6/18/1998.)